Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the patient connector of the transfer set and the titanium adapter. Subsequently, the patient developed peritonitis. The cause of the disconnection was not reported. It was not reported if the patient was hospitalized or received treatment for the event. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the "line disconnected" 13 days prior to the peritonitis diagnosis. According to the reporter, a line change was performed. The day after the disconnection the patient was started on unspecified intraperitoneal antibiotics. Four days later, the 'line was removed" and the patient was transferred to hemodialysis therapy. At the time of this report, the patient was recovered from the peritonitis and the patient remained on hemodialysis. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures with the naked eye showed the patient adapter not fully flushed to the tubing and bushing partial separated from the silicone tubing. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to d9, h3 and h6 the actual device was received for evaluation. Visual inspection confirmed the same analysis as previously reported from the picture sample. Should additional relevant information become available, a supplemental report will be submitted.